Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 and the lens tore at the haptic/optic junction. The surgeon removed the lens and put in a different lens and used a suture. The reporter stated that she didn't know if the original incision was enlarged.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the optic/haptic junction is torn. There are two small tears in the lens. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.